Manufacturer narrative:
Corrected implant and explant dates. There was a confusion on the previous report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient fell and dislocated, during closed reduction the bipolar disassociated, and then the patient was revised. Reference (B)(4).

Manufacturer narrative:
Updated information related to the patient, implant date and initial reporter. This report references the dislocation and disassociation suffered by the patient before revision. The event was also captured under report 3010536692-2020-00226. A related event for this patient was captured under report 3010536692-2020-00211 & 3010536692-2020-00205.